Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had a corail pinnacle thr done under spinal anesthetic on (B)(6) 2022 at (B)(6) hospital. Surgery was uneventful. Patient was returned to the ward. They were then taken to x-ray a number of hours later for a routine post op x-ray. The patient was still under the influence of the spinal anesthetic & her legs got caught in the bed sheets so unfortunately dislocated her hip when being moved for the x-ray. Surgeon went to the ward and did a closed reduction. Hip was reduced but surgeon wasn't happy with feeling of stability he had felt on the table, so decided to bring patient back to theatre for mua under image intensifier (i.I) to determine if further surgery was required. On examination under anesthetic with i.I he decided the patient would need to be opened surgically to change the head & liner. Instruments were reprocessed and the patient was brought back to theatre. Plan was surgeon wanted to change from a 50x28 mm lipped liner and 28+1.5 head to a 50x32 mm neutral liner with a longer 32 mm head. He felt there may be some levering on the lip occurring causing the feeling of instability & felt a 32 mm diameter would give more stability without needing the lip. On exposing the hip, the surgeon removed the existing 28+1.5 mm head - he then decided to trial a longer 28 mm head in case this was all that was needed without having to change the liner as well. He placed the 28+8.5 mm trial head onto the corail implant, reduced the hip & put the hip through a rom. He decided a liner change was still likely to be necessary. He dislocated the hip and went to remove the trial head from the stem, but it had slipped off. He reached into the wound to retrieve it but had trouble locating it. After searching for some time, the i.I machine was brought back into theatre to help try to locate it. The head was visible on i.I however the surgeon, nor the assistant could reach it from the thr wound. The surgeon decided to proceed with the change of liner & head and to get the general surgeons at (B)(6) to attempt to retrieve the trial 28 mm head the following day through a possible abdominal/inguinal wound. The surgeon felt that removing acetabular osteophytes during the initial surgery, had allowed the trial head to be pushed through the anterior capsule when he was trying to feel for the trial head. The 28 mm lipped trial liner was removed and replaced with a 32 mm neutral liner and 32+5 mm head. The general surgeons the following day weren't happy to proceed so transferred the patient to (B)(6). The orthopedic surgical team at (B)(6) were also not happy to intervene so after discussion with colleagues in (B)(6) then transferred the patient to (B)(6) hospital where a pelvic surgeon (with vascular back up available if necessary) proceeded with the surgery on sunday (B)(6) and removed the 28+8.5 mm trial head. Surgeon later contacted rep on 23/6 to explain what had happened at subsequent revision surgery (at (B)(6)) & what he thought happened in original revision surgery (in (B)(6)).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.